Event description:
It was reported that customer suspected a balloon rupture. There were no reported patient complications.

Event description:
It was reported that customer suspected a balloon rupture. There were no reported patient complication.